Event description:
The pump has an internal battery that gives you no way of knowing what the current charge is. This internal battery maintains date and time. If the pump goes out to the patient and loses date and/or time it could cause the patient to miss a dose. I would like to see a software menu item showing current charge of the internal battery.